Manufacturer narrative:
Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the sagittal saw with key device fell apart after being cleaned and before oiling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device fell apart after being cleaned and before oiling was confirmed. An assessment was performed and it was determined that the guide pin of the oscillating head was broken. It was noted that due to the broken pin it was possible that the expansion coupling fell out of the device. It was further observed that in the allen socket of the expansion coupling there were slight marks of overturning. However, the threading of this screw did not show any damage (ripped out threads or deformed). It was further determined that the device failed pretest for general condition, check the saw blade coupling, and check the saw blades locking mechanism. Although at this point of the investigation it is not possible to determine the root cause of the failure, it was determined that there is no evidence to relate the condition to a production cause. It is possible that the customer was not using the wrench that is included in the packing of the device. It is possible to damage the screw or the pin if a larger allen key is used to tighten the screw. Therefore, the assignable root cause was not determined. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.